Event description:
It was reported that customer experienced cartridge alarm 20 during load process while using pump, despite following prompts to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through loading new cartridge using proper technique, and customer successfully loaded cartridge and resumed insulin therapy; no additional information such as original cartridge lot was available.